Manufacturer narrative:
(B)(4). Review of device history records show that lot released with no recorded anomaly or deviation and physical examination of returned device found no evidence of product non-conformance. Visual inspection of the device confirmed the reported condition as the threads are fractured. The fracture pattern is consistent with bending overload; however, a conclusive root cause of the event could not be determined with the available information. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture."

Event description:
It was reported the inserter threads had fractured. No patient injury or delay in a procedure have been reported as a result of the event.